Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, it is likely an electronic issue led to the image issues and stress led to the additional malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the ultrasonic bronchofibervideoscope exhibited a detachment of the acoustic lens, noisy image, no image, and the surface of the probe was loose. There was no patient involvement.